Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021, the patient presented with left anterior descending (lad) coronary artery disease. A non-abbott stent (onyx, 4.5x15mm) was implanted when a perforation occurred. A 4.0x19mm graftmaster stent delivery system (sds) had failed to cross due to the previously implanted, onyx stent. The sds was removed without issue reported. Following, a 3.5x19mm graftmaster was implanted at the perforation site and within onyx stent, sealing the perforation. The perforation was sealed successfully. The patient was placed on a coronary bypass and experienced a major loss of blood. Per physician, the major bleeding event was unrelated to the perforation. The patient expired that day due to the bleeding event. Per physician, the perforation had sealed, and the subsequent adverse events had nothing to do with the graftmaster devices. There was no device malfunction of the implanted stent. The major bleeding event, and subsequent patient death, were unrelated to the graftmaster devices. No additional information was provided regarding this issue.